Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tmvr implantation using a 29 mm sapien 3 valve, during deployment, leakage was observed in the 29 mm commander delivery system (ds) at the distal hub of the pusher and the orange rubber component. The balloon was inflated multiple times over the course of approximately one minute, achieving only 75% inflation. A new ds was subsequently used to complete the valve deployment successfully in the intended mitral position. No patient injury was reported. The ds was torqued multiple times during positioning, which was identified as the perceived root cause of the leakage. It is available for return.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received determined this event is a duplicate of MFR report number 2015691-2025-07487. The event investigation, device evaluation and applicable reporting activities will be performed under MFR report number 2015691-2025-07487; therefore, this event is no longer considered FDA reportable.